Manufacturer narrative:
CAPA-(B)(4).

Event description:
"Unintended movement" was reported. No injury reported. A field engineer was dispatched to the site and determined the motor clutch needed to be replaced. Once this was completed the system was working as intended.